Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump stopped working. Customer reported that he changed out the battery and when the device turned on it alarmed multiple alarms. Customer stated that the device may have over deliver insulin. He stated that he was having strong stomach pains, looked at reservoir, it had 150 units left and it should have been at 160 units. He ate a lot of food to offset the insulin. He took off the device and stopped using it. Customer's blood glucose was 98. Customer declined troubleshooting.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.